Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer stating the patient's parents had "shakes" and all 10 children had slight tremors. The patient was the only one to try the therapy and it worked. It was reported the shaking and eri had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the patient was seen yesterday due to encountering an end of service (eos) message on the clinician and patient programmer. The rep reported that eos was normal. The rep rep orted the patient was getting good therapy benefit; however the patient had a return of shaking due to the eos. The rep reported that the patient was scheduled for a replacement next week. The rep reported the following when they checked the device impedances: left side: normal values right side: 1.5v: c6: 7702 ohms 46: 7896 ohms 56: 7784 ohms 67: 7784 ohms caller reports when he increased to 3v: c6: 6040 ohms 46: 6383 ohms 56: 6268 ohms 67: 6997 ohms the rep reported that the patient was using 5-6+ and they were getting good benefit. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Event date approximate. Month and year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of movement disorders. An eri was reported on a non-rechargeable device starting a week prior. The patient initially reported the patient programmer was not working but then clarified he meant it was not working because the patient programmer screen showed eri. It was reported there was dissatisfaction with the device longevity. The patient stated it was implanted "last summer" and was told it would last a couple of years but then confirmed the date of implant was (B)(6) 2016. The patient reported a return of symptoms about a week and a half prior stating his hands were going "coo-coo" and shaking. No further complications were reported or anticipated.